Event description:
Customer reports that five days following an episiotomy procedure, the suture fragmented into pieces. Pt returned for retesting. As a result of localized tissue trauma, he replacement sutures tore out and pt returned a second time for add'l repair.